Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device requires a new battery. There was no reported patient involvement.

Event description:
The customer contacted philips to request a battery for this device. There was no allegation of a battery/device malfunction. This is being considered a parts order.